Event description:
Boston scientific was notified that during a procedure, while attempting to catherize an aneurysm, the tip of the fasdasher-14 hydrophilic guidewire broke off inside the pt. The physician successfully retrieved the tip of the guidewire. No complications with the pt was reported during this event.

Manufacturer narrative:
Device is not available for technical evaluation. Several attempts have been made to obtain the lot number of the device through a company representative without success. If additional information becomes available in the future, a follow-up report will be submitted.